Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during treatment with an allevyn gentle border foam dressing, the patient suffered and extreme allergic reaction. The patient was hospitalized after a cyst removal surgery on (B)(6) 2025 and experienced facial and throat swellings, hives and itchy all over body, rash and temperature, which were all traced to the wound dressing. The patient is allergic to nickel and suspects that the dressing contains nickel, however, allevyn gentle border does not contain nickel, it is unknown if any other ingredient might have triggered this reaction. The patient is still recovering from this incident, but it is unknown how the reaction was treated.

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the product, could not be returned for evaluation. The clinical/medical investigation concluded that it is unknown how the reaction was treated. The reporter stated that the patient has a known nickel allergy and suspected that the reported symptoms may be related to an allergic reaction to nickel associated with the allevyn gentle border foam dressing; however, allevyn gentle border does not contain nickel. It is unknown if the patient has any other allergies. Medical records were not provided. Device specific identifiers were not provided; therefore, an evaluation of the manufacturing records and instructions for use document could not be performed. A review of complaint history based on historical data for the product family name over the past 12 did not reveal similar events. A review of the risk management file revealed this adverse event was previously identified. The anticipated risk level is still adequate. A historical review concluded that there have been no previous escalated actions for the product family name and adverse event reported. Although no part number information was provided, it has been concluded that for allevyn gentle border dressings, nickel is not listed as a material, component, impurity, or extractable in the dressing. Considering that the reported issue is related to an allevyn gentle border, factors to consider include the use of other products or any other allergies that may have contributed to the reported event. Without additional information, such as, product specific identifiers and medical records no further investigation can be performed. At this time, there is no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.